Event description:
The customer's daughter stated that the customer was hospitalized for high blood glucose and the reading was 800 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test but the customer had just changed the infusion set and could not perform the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.